Event description:
To: u.s. Food and drug administration (FDA), office of regulatory affairs. Dear FDA representative, I am writing to report a severe adverse reaction caused by unregistered insulin syringes purchased from an unauthorized seller on amazon. I urgently request an investigation into this product and its distributor. Product: insulin syringes (sold as sterile medical devices). Seller: "(B)(4)" (amazon storefront). Product link: (B)(6) purchase date: approximately one week ago (as of [(B)(6) 2025]). FDA status: this product does not appear to be registered with the FDA based on available information. Adverse reaction details: after using the syringes for insulin injection, I developed alarming symptoms within hours: within 4 hours post-injection: severe localized redness, swelling, stinging pain, and persistent itching at the injection site on my arm. Approximately 6 hours post-injection: the affected area began discharging pus with a pungent, intolerable odor, indicating severe infection. Medical intervention: I urgently consulted my primary care physician, who clinically assessed the reaction as likely caused by non-sterile or contaminated syringes. The symptoms were consistent with bacterial/viral infection from an unsterile medical device. Critical concerns: unregistered product: preliminary verification suggests this syringe model (b0d3l1y92x) lacks FDA registration or approval. Deceptive sales: "veosor us" appears to be distributing unregulated medical devices posing serious health risks to vulnerable populations, including diabetics. Platform accountability: amazon is facilitating the sale of these hazardous devices despite the seller's lack of FDA compliance. Requested action: immediately investigate "veosor us" and the product (b0d3l1y92x) whether it violates medical device internet sales regulations. Remove this product from amazon and all distribution channels pending FDA verification. Enforce sanctions against the seller for endangering public health. Confirm whether this product is registered (I provide consent for follow-up contact). This incident poses a significant threat to public health and a particular risk to insulin-dependent patients who rely on retail platforms to purchase medical supplies. Sincerely, (B)(6).